Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that part of the main tube had deep scratches toward the distal end. Per the customer reported complaint, it was determined that the failure mode is consistent with the use of a potentially defective cannula accessory. The cannula accessories used during the surgical procedure were also returned and evaluated. Engineering found that cannulas were bent at the tip, thus likely causing the scraping and the removal of material from the instrument.

Event description:
It was reported that large needle driver instrument splintered. This was discovered prior to a surgical procedure and removed from use. At this time, the account has not reported an incident of particulate coming off of an instrument during a procedure. No add'l info was provided. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for instrument and cannula accessories related complaints from the same account. MFR. Report #2955842-2007-00014; MFR. Report #2955842-2007-00016; MFR. Report # 2955842-2007-00017; MFR. Report # 2955842-2007-00018; MFR. Report #2955842-2007-00019, MFR. Report # 2955842-2007-00020, MFR. Report #2955842-2007-00021, MFR. Report #2955842-2007-00022; MFR. Report #2955842-2007-00023.